Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump suggested too large of a bolus. Tandem technical support was unable to verify this, however, as multiple attempts were made to reach the customer without response. Customer's blood glucose level was 273 mg/dl.